Event description:
The customer reported the screen from the colonovideoscope suddenly went black and a scope communication error code b30 appeared. It is unknown when the event occurred. There were no reports of patient injury.

Manufacturer narrative:
B3 = date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e216), auxiliary jet channel (j-tube), air/water channel (aw-tube) and air/water channel (a-tube) in universal cord had foreign objects (white foreign material), and the scope cover unit was found dirty. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of no image and scope communication errors (e216 and b30) were due to corrosion of the plug unit. The likely cause of the foreign material is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.